Event description:
As reported through edwards lifesciences affiliate in the united kingdom, through review of medical article " comparison of left ventricular with right ventricular rapid pacing on tamponade during tavi" , corresponding author sagar n. Doshi, the following event was identified as pertaining to an edwards device: between december 2008 and december 2021, 1272 consecutive patients with severe symptomatic as undergoing tavi at queen elizabeth university hospital birmingham in the UK were enrolled in a prospective nationwide tavi registry. This study aimed to determine if lv pacing influences the risk and causes of tamponade compared with rv pacing. There was a case of embolization due to migration of a 29 mm sapien xt valve into the lv following successful deployment in a regurgitant homograft with no leaflet calcification. The patient was moved to surgical intervention where the valve xt valve was explanted and a new valve was implanted. The patient passed away during that admission. As per medical opinion, the root case of the event was that the annulus was too large for the 29mm xt and there was no calcification.

Manufacturer narrative:
The device was used in off label implantation in the homograft with no leaflet calcification. As there are no specific IFU or training materials related to homograft with no leaflet calcification procedures the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use IFU valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement thv. According to the literature review valve migration results when forces acting on the transcatheter heart valve thv overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less than severe and nonuniformly distributed calcification of the leaflets incorrect bioprosthetic valve sizing and incomplete frame expansion can contribute to valve migration. Additionally residual overhanging leaflets can exert downwards force during diastole causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on preprocedure assessment of the native valve and root taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve thv. Training includes patient screening device preparation approach deployment imaging procedure specific training manuals and proctored procedures. The correct sizing alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use IFU valve embolization is a known potential adverse event associated with the transcatheter valve replacement thv procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization including improper positioning before deployment poor image intensifier angle poor coaxial alignment of the valve delivery system inaccurate measurement of the landing zone minimally or bulky severely calcified leaflets rapid deployment release of stored tension during deployment movement of the delivery system by the operator and a narrow sinotubular junction in aortic position. The thv training manuals instruct the operator on proper positioning and deployment of the valve including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv all models. Training includes patient screening device preparation approach deployment imaging procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high risk anatomical features for ventricular embolization example minimal leaflet calcification bv may indicate potential balloon movement during valve deployment. In this case there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (homograft with no leaflet calcification) contributed to the cause of the events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings contraindications and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly and any excursions above the control limits are assessed and documented as part of this monthly review. As such neither a product risk assessment nor corrective or preventative actions are required at this time.